Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge. Blood glucose was 155 mg/dl. Recommendation was made to the customer to use a new transmitter and to keep battery charged during the first 24 hour of use. Customer acknowledged the information.